Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port kit was returned for evaluation and one photo and video were provided for review. Visual and functional evaluations were performed on the returned device. The t-handle of the peel-apart sheath was noted to be fractured. The t-handle segment was returned. Therefore the investigation is confirmed for the reported fracture and the identified material separation issues and the photo and video review also confirms the same. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2025), g2, g3, h6 (device) h11: b5, h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right chest via the right internal jugular vein, the puncture sheath was allegedly broken when the puncture sheath was tightened. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. However, photo and video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Event description:
It was reported that during a port placement procedure in the right internal jugular vein in right chest, the puncture sheath was allegedly broken when the puncture sheath was tightened. The procedure was completed using another device. There was no reported patient injury.